Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-01536. Follow-up revealed the patient experienced headache and ringing in the ears following the csf leak. The patient was instructed to drink caffeine and rest. The issue was resolved over time.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2017-01536. It was reported the patient experienced a cerebrospinal fluid leak during the permanent implant procedure on (B)(6) 2017. The patient received a blood patch.